Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The event occurred before treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2024 (B)(6) and 2024 (B)(6). The motor control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The visual inspection of the board by the getinge field service technician did not show any visible damages, discolorations or contamination. The affected part was not made available for further investigation by the manufacturer. However the reported error message: "runaway" can be linked to the following most possible root cause according to the hl20 risk management file: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Pump runaway. Pump blocked the review of the non-conformities has been performed on 2024 (B)(6) for the period of 2018 (B)(6) to 2024 (B)(6). It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-05-24. Based on the results the reported failure "runaway" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The event occurred before treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2024-01-29 and 2024-02-08. The motor control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2024-02-06 for the period of 2018-05-24 to 2024-01-29 . It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-05-24. A follow-up medwatch will be submitted when additional information becomes available.